Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Troubleshooting was performed, but the issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump also had a cracked end cap.